Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232995407); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section and the phenom catheter was found kinked in the distal segment. The patient was undergoing flow diverter implantation for treatment of a fusiform, unruptured aneurysm located in the internal carotid artery cavernous segment with a max diameter of 10 mm and a 15 mm neck diameter. Landing zone: distal: 4.3 mm and proximal: 4.8 mm. The accessed vessel was the internal carotid artery with a diameter of 4.8 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The angiographic result post procedure was good. It was reported that the pipeline was not opening at the distal end after almost opening of half the device in the vessel and while retrieving the device in the microcatheter the microcatheter was bent. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. It was reported the phenom catheter was kinked in the distal section. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.